Event description:
During product service by a service technician, a flo-gard infusion pump was found to have out of specification force sensing resistors. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and testing of the force sensing resistors (fsrs) were performed. The out of specification, or inoperative, fsrs were identified during the testing of the fsrs. The cause of the condition was unable to be determined. To correct the condition, the fsrs were replaced. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.